Event description:
Alaris pump infusion set (ref 10942011) - lot number (10)20017152. Tpn tubing broke before luer lock to filter. Checking lines and noticed that flexible tubing had fall apart from the luer lock. The newly hung tpn had to be wasted, stat IV fluid had to be ordered to run while new tpn was being made.